Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020 . Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2317-50. Serial: (B)(4). Batch: 20823596. The returned infinion lead model sc-2317-50 serial number 3164533 was analyzed, and visual and x-ray inspection revealed all cables were fractured at the bent/kinked location of the lead 2 cm from the set screw mark of the clik-x anchor. There were no exposed cables at the locations. Typical cable fractures in the arrays could be introduced when the lead was exposed to excessive mechanical force or movement. Visual and x-ray inspection of the returned infinion lead model sc-2317-50 serial number 3165950 revealed six cables were completely broken at the bent/kinked location of the lead, 1 cm from the retention sleeve. There were no exposed cables at the location. Typical cable fractures in the arrays could be introduced when the lead was exposed to excessive mechanical force or movement. With all the available information, boston scientific concludes the complaint of high impedances and no stimulation was confirmed through product analysis. The probable cause was traced to component failure.

Event description:
It was reported that the patient had a loss of effective stimulation. At a reprogramming session it showed that there were high impedances on all but one electrode. Patient then underwent a revision procedure and is doing well and getting excellent pain relief post-operatively.